Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets between (B)(6) 2025 and (B)(6) 2026. The patient stated that the infusion set cannulas were bent, with symptoms occurring within three hours of insertion. The infusion sets were inserted in the abdomen, thigh, and upper-back areas. The patient experienced high blood glucose, reported as high, and treated the elevated glucose with a correction bolus via the pump and a correction injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.